Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that at a pocket check post implant it was noted that the right ventricular (rv) lead had high thresholds. The capture management had raised the device outputs and the lead remains in use. No patient complications have been reported as a result of this event.